Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 rounds of inappropriate anti-tachycardia pacing (atp) and 3 inappropriate shocks due to an episode of supraventricular tachycardia (svt). Technical services (ts) was consulted and recommended raising vt rate cut off. The device remains in service. No adverse patient effects were reported.